Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was gathered regarding the outcome of the event.